Manufacturer narrative:
(B)(4): a visual and microscopic examination identified stent damage and shaft kinks. Struts were squashed at two points along the stent, 5mm and 15mm proximal to the distal edge of the stent. Hypotube kinks were present throughout the entire length of the catheter. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulty occurred. Access was gained via the radial artery. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal left anterior descending coronary artery (lad). The lesion was predilated, and the 2.75x24mm taxus liberte was advanced, but it was unable to cross the target lesion. A 2.75x24mm non-bsc stent was then attempted, but it also could not cross the lesion. The procedure was completed with plain old balloon angioplasty (poba) without patient complications. The patient condition post procedure was reported to be "good". However, product analysis revealed stent damage.